Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that she was out of her reservoir and infusion set supplies. Customer received insulin flow blocked alarm during bolus and did not want to troubleshoot the issue because still wanted to use the infusion set. The insulin pump will not be returned for analysis.